Manufacturer narrative:
Concomitant medical products: unk smart stents, aqua tempo catheter, spectranetics support catheter, terumo guidewires, boston scientific v-18, sheath 6f 45cm terumo. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of 6f/7f mynx grip vascular closure device (vcd) ruptured during use. Hemostasis was achieved using another mynx device. There was no reported patient injury. The type of procedure was the mynx vcd used was interventional peripheral. The procedure used a retrograde approached. The deployer¿s mynx training status was mynx certified. The product was stored as per labeling and opened in sterile field. The device was prepped according to the IFU. A 6f non-cordis sheath introducer was used in the procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type used was the arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the lateral femoral condyle (lcf) knee, cartilage. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage in distal end of the sheath after removal. There was pvd / calcium in the vicinity of the puncture site. The patient's hospitalization did not extend as a result of the event. The patient¿s outcome/status after the mynx event was recovered. The device will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of 6f/7f mynxgrip vascular closure device (vcd) ruptured during use. There was no reported patient injury. The type of procedure the mynx vcd was used in was an interventional peripheral procedure. The procedure used a retrograde approached. The deployer¿s mynx training status was mynx certified. The product was stored as per labeling and opened in sterile field. The device was prepped according to the IFU. A 6f non-cordis sheath introducer was used in the procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type used was the arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the lateral femoral condyle (lcf) knee, cartilage. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage in distal end of the sheath after removal. There was pvd / calcium in the vicinity of the puncture site. The patient's hospitalization did not extend as a result of the event. The patient¿s outcome/status after the mynx event was recovered. Hemostasis was achieved using another mynx device. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle was engaged to the black handle with the stopcock opened, and the sealant and advancer tube were observed to have remained in the manufacturing position as received. The procedural sheath and syringe were not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, a longitudinal tear in the balloon of the returned device, approximately 5 mm from the balloon¿s proximal neck was revealed. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. A product history record (phr) review of lot f2001302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as the pvd and calcium reported, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.